Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. The patient experienced dry throat, polyuria, and irritability. The cgm was reading low and the blood glucose reading was 600 mg/dl. The parent gave the patient water and transported him to the emergency department. There, he was treated with an IV drip and discharged after 4 hours. Of note, the patient uses an omnipod 5 insulin pump. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report the following day, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.